Event description:
Customer reported nurse programmed an altepase infusion bolus of 35mg in 35ml with intended rate of 33ml/hr for 2 hours on the pump. Infusion was started at 2335. Medication was infusing while rn was completing a tlc dressing change. Patient began to complain of "pressure in stomach" which was a previous complaint. At 0004 patient made retching sounds and was turned on side by rn to prevent aspiration if he vomited. Patient went unresponsive but was still breathing on his own. Rn called for help and placed patient in rescue positon. As assistance arrived the patient response to rn's call by nodding head. Patient then went unresponsive a second time within 1-2 minutes of nodding his head. A junctional rhythm with heart rate of 60 observed on the monitor. IV pump alarmed "air in chamber" and rn realized that the patient received 100mg/100ml of altepase in about 20 minutes. Patient was intubated immediately; additional orders were received from physician and implemented right away. Risk manager stated that it is uncertain if the rapid infusion of the medication was the cause of the above mentioned effects as patient was quite ill. The patient was status post acute mi and quintuplet CABG surgery. There were no labs drawn and no additional medications given due to the rapidly infused altepase. No negative results due to the event appeared to have occurred. Additionally, the facility's biomedical engineer performed a rate of accuracy test and the pump passed. No additional information was available.

Manufacturer narrative:
The pump was received. Investigation is not complete. A follow up report will be submitted with any relevant information.